Event description:
The customer called with a complaint of recurring high bgs. Bgs were high at the time of this call and customer treated high bgs by pressing the plunger giving a 20 unit bolus manually. Customer had not checked for ketones. The entire infusion set is changed every 3 days and the insulin is clear. The correct priming cycles were done but the customer stated that customer inserts set even if no insulin is exiting.